Manufacturer narrative:
H3 other text : third party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, "service required" codes was found in the ventilator's downloaded error log. The device's oxygen blending module board and system board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, "service required" codes was found in the ventilator's downloaded error log. The device's oxygen blending module board and system board were replaced to address the issues. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes. In the previous report, section in box e: initial reporter was incorrect. The section in box e: initial reporter has been corrected in this report.